Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's cord only displayed static on the screen. This issue occurred during a laser lithotripsy procedure under sedation, while the device was outside the patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error e226 is showing on the otv screen due to a bad video cable/connector. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: regarding the customer¿s allegation, since the camera cord only shows static on the screen, the cause was traced to a component failure. And for the newly identified malfunction mentioned above, the cause was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.